Event description:
While discontinueing angiocath, the distal portion broke loose from the hub. The distal portion of the cannula could not be removed manually. A surgeon had to be consulted to remove the cannula by resection to pt's vein. Pt end up with internal and external stitches.